Event description:
Customer used the device to check blood glucose and obtained varied readings from "hi" to 110 mg/dl, then passed out. Emts were called and when they arrived, they checked glucose and the level was 26 mg/dl. Was treated with an IV. Controls were not on the system. The device was replaced and requested to be returned for evaluation.